Manufacturer narrative:
The reported overheating was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the ebox was in need of replacement, which can contribute to the reported event.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.